Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose was 600 mg/dl at the time of the incident. The customer stated that the insulin pump would not work. The insulin pump was exposed to x ray previously, 3 weeks ago. The customer reported that they were able to clear the alarm and were able to rewind the insulin pump. The insulin pump failed the displacement test. The insulin pump again had an insulin pump error alarm when loading the reservoir during the displacement verification test. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Device test failed not confirmed. Blank display not confirmed. No pump error 43 alarms noted during testing, however pump error 43 is found in the formatted history file. Device received with corroded motor home switch.